Event description:
Customer reported that usb port was loose and charger would fall out. There was no adverse impact to the customer's blood glucose level. No action was required as the customer declined a callback.